Event description:
On 01/29/1999, the international distributor informed the manufacturer (MFR.) Via a faxed report of the following: when the catheter was connected to the metal connector, the connector came off the device body for the joint of both parts became loose. As a result, the device was not used on the patient. Another device same catalog number was used to complete the procedure. No further details were provided.